Event description:
Based on the report, which is not verified, two PICC lines snapped while the physician was placing the catheter in the baby. One line snapped on the outside, the other on the inside. There is no report of any pt injury.

Manufacturer narrative:
Care is required when using the 1.9 fr catheter. An investigation is needed to clarify the insertion/removal circumstances. The product samples have not been returned for investigation as requested. Add'l info requested has not been received. There was no serious pt injury reported.